Event description:
The patient experienced a return of pain. The patient's pump had a motor stall issue. The volume discrepancy occurred. The expected residual volume was 3.4ml and the actual residual volume was 13.8ml. The pump was read. The pump alarms never sounded, but were enabled according to the event logs. The catheter access port was easily accessed and aspirated for 5ml of medication/csf. The pump was turned off; the physician thought it was not working properly. The patient was being maintained on oral opioids awaiting possible pump replacement. The medication being delivered via the device system was dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).